Event description:
It was observed during the device evaluation that the gynecologic laparoscope had damage to the fibre bonding in the distal outer tube area, and the charged coupled device (r-unit) was found to be broken. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the fiber bonding in the outer tube area (distal end) is damaged and r-unit is broken due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.